Manufacturer narrative:
Visual inspection confirmed the reported complaint. Further investigation into breakage of the beaver blades found the root cause to be related to a design issue. This product is no longer being manufactured or distributed by smith & nephew. Product remaining in the field is being removed per recall #z-0793-2016. No additional actions are required at this time.

Event description:
It was alleged that the blade broke in half during a hip arthroscopy procedure. The surgeon retrieved the broken piece with graspers. No injury or other complications were reported. The case was successfully completed using a back-up device.